Event description:
The customer reported to beckman coulter (bec) that differentials were voting out and the unicel dxh 800 coulter cellular analysis system was leaking clear diluent. The volume of the leak was 2 ml, and the leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no patient results affected. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the sample line from the differential mix chamber (mc240) to the flow cell at (vl271) was leaking diluent. The fse replaced the affected tubing to resolve the leak and the differential vote outs. The failure mode was related to the leak from the sample line at vl271. (B)(4).